Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 9cm in diameter abdominal aortic aneurysm. The right common iliac measured 24mm in diameter. It was reported that during the index procedure, the final angiogram identified a distal type I endoleak coming from the endurant 16x28x93 limb on the right side. The physician re-ballooned an although the flow decreased, the type ib was still present. The physician performed an intervention and implanted a 16x13x124 limb, intentionally covering the hypogastric artery, resolving the event. Per the physician, the cause of the event was due to the patient's anatomy; very tortuous right common iliac at the distal most portion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.